Event description:
It was reported that patient underwent bilateral partial knee arthroplasty on (B)(6) 2010. Subsequently, a right knee revision procedure was performed on (B)(6) 2012 due to femoral pistoning and metallosis. All components were removed and replaced with a total knee system.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. No evidence of cement fixation was found on either the femoral or tibial components. Review of device history records show that lot released with no recorded anomaly.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-02633 and 02635).